Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the copper colored piece was not connected to the sensor, when it was removed from the body. Customer's blood glucose was unknown at the time of incident. Customer was advised to change out the sensor and to return the sensor for analysis. No further details given.